Event description:
The customer reported via phone call that they would like to replace the insulin pump that does not have the scroll wrap feature. Customer's blood glucose was 258 mg/dl. The customer was advised that the device would be replaced. The patient accidently push button and started a manual bolus for herself. Customer was advised on block feature and make sure that the max bolus and max basal rates are set according to her programming needs.

Manufacturer narrative:
The insulin pump had minor scratches on the lcd window, cracked case near display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.